Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the leak was from tubing that became disconnected from manifold 4. The fse replaced the tubing resolving the leak. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was approximately 20 mls of clear fluid from the left side of the analyzer. The leak was identified during the instrument startup process. The leak was not contained. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat, glasses, and gloves when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.